Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up and complained that it was uncomfortable and the pocket was painful with movement. A pocket revision was performed on (B)(6) 2018 as it was too proximal and too close to the left axilla. A more medial pocket was created successfully and the device remains implanted. The patient had no pain or discomfort after revision.